Manufacturer narrative:
The unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The units left on the status screen matched properly with the units left on the test reservoir. The unit functioned properly. The unit was received with a scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer's mother reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading at the time of the event was 56 mg/dl when the patient was at school and 72 mg/dl when he was admitted to the hospital. Prior to the event, the customer was feeling low all morning and blood glucose levels were fluctuating between high and low. The customer's mother did not want to troubleshoot the insulin pump. The current blood glucose reading is 56 mg/dl. No further information was provided.